Manufacturer narrative:
Medtronic received information that during insertion and placement of a crescent jugular dual lumen cannula the surgeon experienced massive blood loss as well as blood did not fill the return side of the catheter when slowly removing the clamp to connect to the circuit. The leak was from around the cannula body itself. The customer stated that is seemed the vessel was over-dilated and they were losing blood. They did not switch-out the cannula. A femoral venous cannula was introduced (v-v v ECMO where 90% of access was from femoral venous, 10% from crescent and 100% delivery via crescent). This strategy resolved the recirculation issues. Patient was successfully de-cannulated and no adverse effects were reported. Had the surgeon ever been trained on how to use the crescent catheter? No, he did not but the perfusionist that did this case was there. Confirm if "in service" is a training program for using the crescent catheter. And is this recommended prior to using the device? In service was the training. Can you confirm the following statement: "I believe they kept the catheter in for the ECMO run and did not have to replace it."? It's unclear because it starts with "I believe" response from customer: we didn't switch it out. Introduced a femoral venous cannula. V-v v ECMO where 90% of access was from femoral venous, 10% from crescent and 100% delivery via crescent. This strategy resolved our recirculation issues. Please confirm patient status? Patient was successfully decannulated. Is the lot number available? No is there any images of the cannula? No what part of the cannula was the blood leaking from? Around the cannula body itself. Customer described it like the overdilated the vessel and were losing blood.

Event description:
Surgeon experienced massive blood loss from around the cannula as well as did not have blood fill the return side of the catheter when slowly removing the clamp to connect to circuit.